Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc the evaluation is still ongoing. A follow-up report will be send with the conclusion of the analysis when available. Field b2 - there was no outcome regarding this matter since the product was not used in patients. Field f10-device code should be filled with code 4051 instead of 2993.

Event description:
(B)(4) ¿ according to the dentist, he bought sixteen dental implants cm alvim acqua implant 3.5x8 (item code 140.657), however, she noticed that the implants inside the package presented 5.0 mm diameter. It was found that the identification of the external packaging was cm alvim acqua implant 3.5x8 and the identification of the blister (and the product inside it) was cm alvim acqua implant 5.0x8. The dentist did not use the claimed products; therefore, there was no occurrence of serious injury.